Manufacturer narrative:
On (B)(4) 2014, the customer identified the tubing from the top of mf4 (backwash manifold) leading to the check valve (unspecified) had disconnected. The customer reconnected tubing, ran the instrument startup process and passed. As of (B)(4) 2015, the customer had not called with a recurrence of the issue. A beckman coulter field service engineer (fse) was not sent to the customer's facility, as the event was resolved by the action taken by the customer. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was described as about 20 cc of diluent mixed with cleaner, leaking from the front left side of the instrument. The leak was not contained, and leaked onto the counter. There were no instrument generated error messages reported in conjunction with the leak. The customer identified the source of the leak as a disconnected tube and reconnected the tubing, resolving the leak. The customer was wearing a lab coat and gloves when the leak was identified. There were no reports of biohazard exposure to open wounds or mucous membranes. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.